Event description:
"Customer reported: sol-care im needle ref sn2510 used for mencon-c immunization. At end of immunization needle popped off of syringe. Needle needed to be manually removed from infants leg. Writer and clients mom noted the full dose had gone in and there was no spillage nor any injury to the client. Wondering if needle was blocked causing separation. Occurrences: 1 each."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to remove required intervention to prevent permanent impairement and to correct date of event, report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00224]. The previously reported type and date of event was incorrect. The correct report type is product problem only. The correct date of event is 01 apr 2024.